Manufacturer narrative:
It was reported that the estimated flow was lower in comparison to a transonic flow probe that was measuring flow at the outflow graft. The controller and pump were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed that the patient was most likely implanted with the hvad pump on june 16, 2017.the average flow, up to five days from the implant, was 2.6 liters per minute (lpm) with an average speed of 2700 rpms. Sixteen (16) low flow alarms were recorded, starting on june 16, 2017. The low flow limit was adjusted several times between 1.0 and 2.6 lpm, starting on the implant date, up to the reported event date. The average flow during the alarms was 1.4 lpm. As a result, the reported flow of 1.9 lpm was confirmed. Differences in estimated flow by the controller and measured flow by another instrument may be affected by procedural-related factors, such as changes in viscosity, which is a parameter used in the enhanced flow estimation equation. Variation in hematocrit can occur during the operating procedure as a result of the cardiopulmonary bypass, which supports circulation during the implant procedure; the variation in hematocrit is difficult to account for during this time, and as a result, can affect the flow estimation. After the procedure, the patient's hematocrit will stabilize, and the estimated flow will reach a baseline that is within expected ranges. Other factors that can contribute to the difference between the estimated flow and measured flow can be related to the accuracy of the measuring system (e.g. A transonic flow probe) and/or to the clinical state of the patient (whether the aortic valve is opening). Based on the available information, a possible root cause can be attributed, but not limited, to variation in hematocrit due to the procedure, accuracy of the measurement system and/or due to the clinical state of the patient. Other devices involved in this event: d1: heartware ventricular assist system- controller 2.0 d4: con301751 - controller / model number 1420. UDI#: 00888707001700 d10: no h4: mfg. Date: 2017-03-31 h5: no. H6: device code(s): data issue c91397; FDA 3196 h6: FDA method code(s): 3317 manufacturing review; 3372 analysis of data log(s). H6: FDA results code(s): 213 no failure detected. H6: FDA conclusion code(s): 92 device not returned. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (B)(4) - controller / catalog number 1407de / expiration date 31-mar-2018. (B)(4). Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient with a bivad (hvad as lvad and rvad levitronix) was returned to the operating room five days after implant due to clinical worsening due to suboptimal circulation. The lvad flow is giving 1.9 lpm and a power of 2.6 watts at 2500 rpm. A vascular 12 mm transonic flow probe was put on the outflow graft of the hvad and the flow probe measured a flow of 3.35 lpm. The surgeon remarks that the hvad flow showed large underestimation of the flow compared to flow probe. No further information was provided.